Manufacturer narrative:
The exact date of the event is unknown. The provided event date 01apr2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, five dots appeared on the screen for approximately ten minutes into the procedure. The spyscope ds ii was unplugged and plugged back into the controller; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.